Event description:
It was reported that during implant attempt, the device had only 2,83 v. It was never programmed before. The temperature during the storagetime was normal. This device was not used and a new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.